Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to, several struts of the filter perforate the wall of the inferior vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life and other damages. Per the implant records, the patient was reported to have pulmonary embolus with gastrointestinal (gi) bleeding while on anticoagulation in addition to a bleeding ulcer; thus, further anticoagulation was felt to be contraindicated, and the inferior vena cava (ivc) filter placement was recommended. The patient's right common femoral area was prepped and draped in the usual sterile fashion. The right common femoral vein was punctured with a needle. Venography demonstrated no signs of deep venous thrombosis within the right iliac venous system, inferior vena cava, or renal veins. The bilateral renal vein in flow was located at the approximate t12-l1 level and the inferior vena cava measured about 27mm in maximal diameter. A trapease ivc filter was easily deployed into the inferior vena cava. The superior apex of the filter was positioned at the mid l1 vertebral body level (just below the level of the renal vein origins). The patient tolerated the procedure well without signs of immediate post procedure complication. Approximately sixteen years after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The CT scan reported an ivc filter in place with the proximal tip near the center of the lumen of the ivc, located just at the level of the left renal vein and just above the right renal vein. All six struts of the filter extend slightly through the ivc wall and into pericaval fat. No stenotic changes of the ivc were noted. Incidental findings included a supraumbilical and umbilical ventral hernias and right nephrolithiasis. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and further experienced anxiety related to the filter, becoming aware of these events approximately sixteen years after the implantation. The implanted filter poses a progressive risk of perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s) embolization of a fracture and thrombosis/occlusion/clotting causing serious injury and death.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was pulmonary embolus while on anticoagulation with gastrointestinal (gi) bleeding. Venography demonstrated no thrombosis and the bilateral renal veins were located. The trapease filter was deployed into the ivc below the renal veins. There were no reported complications. The report states that the filter subsequently malfunctioned including, but not limited to, several struts of the filter perforate the wall of the inferior vena cava. Approximately sixteen years post implant, a CT revealed the filter in place. All six struts of the filter extend slightly through the ivc wall and into pericaval fat. Incidental findings included a supraumbilical and umbilical ventral hernias and right nephrolithiasis. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to several struts of the filter perforate the wall of the inferior vena cava. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to several struts of the filter perforate the wall of the inferior vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life and other damages.